Event description:
It was reported that an unspecified access set leaked at the connection to a peripherally inserted central catheter (PICC) line. This occurred after the PICC line was placed on the patient and the access set was connected to the end of the PICC line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.